Event description:
It was reported that the patient had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of therapy, while the hp was connected. During troubleshooting, it was found that a bag had a loose connection. Proper procedures, per the user manual, were reviewed with the reporter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a loose connection was reported and is a known cause of this alarm. The cause of the loose connection could not be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.